Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to deformation of right/left knob, free-engage knob rotates concurrently; air/water cylinder had no color; suction cylinder had no color; due to damage on channel tube, water tightness was lost; due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; due to wear of angle, the play of right/left knob was out of the standard value; objective lens had a chip; adhesive on bending section cover had white-clouded area; connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had gluing on the distil end and lens surrounded and bend. The device was returned for evaluation. During the device evaluation, a foreign material in the air/water tube, air/water cylinder and light guide lens were found. This is likely a result of insufficient reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.